Event description:
A customer contacted beckman coulter (bec) in regards to obtaining erroneously elevated results for eight (8) patients over seven (7) assays generated on the unicel dxi 800 access immunoassay system. The customer stated that the erroneous results were released out of the laboratory. Upon repeat testing, on the laboratory's alternate dxi 800 analyzer, expected results for each patient were obtained. The customer also provided the gender status of each patient. No assay quality control (qc) or calibration curve data was supplied for review; however, the customer reported three failures in estradiol (e2) calibration and multiple lots of qc failed with erratic recovery. The customer indicated that the same qc was put on a different instrument in the laboratory and had no issues. It is unknown if there was any change to, or impact on, patient treatment.

Manufacturer narrative:
The customer did not provide any patient sample data or method of analysis. A system check performed on (B)(6) 2013 passed within instrument specifications. On (B)(6) 2013, two (2) system checks were performed as a troubleshooting measure, which failed multiple portions. High dark counts were noted on each of the system checks. The customer also reported that aspirate probe #3 appeared to be sitting in brown, murky liquid. A bec field service engineer (fse) was dispatched on (B)(6) 2013 for this event. The fse discovered that aspirate probe #3 was clogged and was not properly aspirating. The fse replaced all aspirate probes and associated peri tubing. The fse also proactively replaced the duck valve and changed the wash tower insert on the sample probe. A system check and all levels of qc were performed and were found to be passing within assay/instrument/laboratory specifications. On (B)(6) 2013, a major preventive maintenance (pm) was performed. In conclusion, a hardware malfunction is the likely cause of this event as the onsite fse found that aspirate probe #3 was clogged and not properly aspirating, which may have lead to improper aspiration of the unbound analyte and dose over-recovery of all assays.